Event description:
Affiliate reported that the connection between the catheter and collection bag was leaking. The connector was broken. As a result the system was changed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. H3 other text : evaluation in proess

Manufacturer narrative:
Upon completion of the investigation it was noted that the white plastic connector was broken. It is not possible to determine the root cause for the breakage; however it might be possible that the connector was tightened with atypical force. This however could not be determined. A review of the device history records could not be performed as the lot number has not been provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.